Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) that was implanted on the spinal cord between the fourth and fifth cervical vertebrae (c4-c5) with a laminectomy at c2-c6. The patient stated that the implant was experimental. It was reported that the patient was left with more of a disability due to the method of implantation in 1995, and that it required the laminectomy. The battery was originally installed over the patient's heart area which caused interference to the sympathetic nervous system. The battery was moved from one side to the other. Additional information was received from the patient. It was reported that the patient had problems in previous years including pain around the battery, and procedures were referenced. It was noted that the patient had great success with pain, movement, and twitching after the stimulator was implanted.